Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary frequency and urinary/bowel dysfunction. It was reported that they have a catheter in their penis and they were not a happy man, the patient mentioned they had the catheter put in after the surgery. The patient stated they were supposed to get the catheter out tomorrow at 9am. Agent asked patient if they knew how to use the external devices and patient said they know how to charge the devices and make adjustments and about the MRI mode, patient requested to be removed from the program. The patient mentioned they were having a bladder spasm. The patient was redirected to their healthcare provider (hcp) to further address the issue.